Event description:
It was reported to fresenius that a pt had been on ECMO for an extended period of time. Pt was suffering from leukemia. During ECMO, staff noted free air in lines and attempted to remediate problem. Pt o2 levels dropped severely and he was not able to be resuscitated and was pronounced. This pt had a long history of severe leukemia, he was on ECMO to boost o2 levels in his already compromised blood system. The observance of free air is not uncommon and can be remediated. In this case, the pt was not able to be resuscitated due to the severity of his leukemia.

Manufacturer narrative:
(B)(6). It is not clear how the fresenius dialyzer was being used in conjunction with an ECMO treatment by the facility. The fresenius product is not labeled for use with ECMO equipment and is only indicated for use with hemodialysis systems. The device was not returned to the MFR for physical eval, however, a paper investigation was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Please reference (B)(4).